Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17823.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shuts down silently. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
During follow up with the customer, it was reported that there was no device shutdown, and that the customer was inquiring about a field correction order that was associated with their device. No malfunction was reported.